Event description:
Report of an adverse event associate with a single use mea applicator was reported in 2009. The pt returned after the mea procedure with complaint of abdominal pain. Laparotomy was performed for resection of bowel, anastomosis, and subtotal hysterectomy due to thermal injury. Injury on the uterus was noted on the anterior uterine wall. As of this report, the date of the mea procedure is unclear and pt's ID is unk. A follow-up report will be filed when the info is confirmed by the hospital.

Manufacturer narrative:
When the mea procedure date and pt's ID are confirmed, microsulis will evaluate the mea system records associated with the treatment procedure, including system parameters and pt data entered by the physician. The single use mea applicator was disposed of by the hospital after the mea procedure and will not be available for investigation.